Manufacturer narrative:
Lenstec received approximately one half of the iol for evaluation and a visual examination was carried out. The microscopic examination of the lens indicated that an opacification was superficial, it stained for calcium but it did not extend through the matrix of the lens. The superficial nature of the opacification permits classification as "secondary calcification" in accordance with published articles. Based on the assessment of our batch documentation and the results of the testing conducting, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Lenstec also confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Furthermore, lenstec confirms that there have never been any confirmed lens-related cases of opacification for our hema lenses.

Event description:
Patient reports to manufacturer that her implanting physician indicated that the lens had bubbles after a yag capsulotomy and should be explanted. Patient had vision loss in od (20/200) and the pciol was eventually explanted by different physician. Patient received an aciol.

Manufacturer narrative:
Lenstec received approximately one half of the iol for evaluation and a visual examination was carried out. The microscopic examination of the lens indicated that an opacification was superficial, it stained for calcium but it did not extend through the matrix of the lens. The superficial nature of the opacification permits classification as "secondary calcification" in accordance with published articles. Based on the assessment of our batch documentation and the results of the testing conducting, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Lenstec also confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Furthermore, lenstec confirms that there have never been any confirmed lens-related cases of opacification for our hema lenses.

Event description:
Patient reports to manufacturer that her implanting physician indicated that the lens had bubbles after a yag capsulotomy and should be explanted. Patient had vision loss in od (20/200) and the pciol was eventually explanted by different physician. Patient received an aciol.

Event description:
Patient reports to manufacturer that her implanting physician indicated that the lens had bubbles after a yag capsulotomy and should be explanted. Patient had vision loss in od (20/200) and the pciol was eventually explanted by different physician. Patient received an aciol.